Event description:
Customer reported that the unit has the needle stuck at the 60 mark and it will not move. There was no other physical damage reported by the customer. The customer did provide a date when then this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue that the needle is stuck at the 60 mark. However, the needle is at the 20 mark and moves up when the inflation bulb is squeezed and holds pressure, but the needle returned to the 116 mark and not zero. Therefore, no readings could be taken. Visual findings noted the rubber protective ring is missing and the needle is bent. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, of if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).